Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 4.5mm x 8mm quantum maverick balloon catheter was used; however, it was noted that the device broke into two pieces. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation on the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 4.5mm x 8mm quantum maverick balloon catheter was used; however, it was noted that the shaft broke into two pieces. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.